Event description:
The patient presented to the hospital due to the patient notifier for eri. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis confirmed premature battery depletion. Based on the device settings, the device was below the expected longevity. No high current drain sources were found throughout testing. The battery was sent to the vendor for further analysis. No anomalies were found. The cause of the battery depletion could not be determined.